Event description:
It was reported that the patient was symptomatic and was seen in the clinic. Interrogation of the device found anodal stimulation. Programming changes were made and the left ventricular lead remains in use. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.